Event description:
A patient received a burn from a cannula.

Manufacturer narrative:
The cannula used in the procedure was not retained by the facility for investigation. The lot number was not recorded and the packaging was discarded. 2013 and 2014 complaint lots were reviewed for lots purchased by the facility. No other complaints were recorded. To date facility has not provided any additional info regarding burn severity or product info to supplement investigation. (B)(4).